Manufacturer narrative:
(B)(4) 2014. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the joystick doesn't respond. It will not go in reverse, and very "sporatic" when it goes straight.